Manufacturer narrative:
H3: the device and both electrodes (green and red/white) were returned in a large plastic sleeve. Upon return, there were no traces of biological contamination observed on the device. However, a piece of white tape was observed at the proximal end of the tube near the adapter. The harness had paper tape intact when returned. A syringe was used to inject 15cc of air into the cuff, and the cuff deflated immediately, it could not stay inflated. There was a small puncture in the cuff observed at the proximal end of the cuff. The device failed due to defective condition upon return and the inability to inflate. H6: fdm b17 and fdr c20 are no longer applicable. Correction in h6: previously submitted code imf f26 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: previously submitted code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to surgery, the leak in the cuff of the emg tube was detected, 5 ml syringe and air was used to inflate the endotracheal tube cuff and no intubation was performed. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.